Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the load plate of the autopulse platform ((B)(6)) was not functioning and that they could hear a rattling sound when the platform was moved. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.